Manufacturer narrative:
Unable to download and unexpected pump setting reset after battery change due to pump was received in manufacturing mode. Minor scratches on display window, keypad overlay texture damage,cracked keypad overlay and cracked reservoir tube lip noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not able to upload to carelink. Insulin pump would be replaced.